Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured as 56 degrees. During the procedure, at 80 percent and at release, the valve was at a depth of -3mm on the non-coronary cusp (ncc). Post-implant, the valve migrated towards the aorta and coronary artery obstruction was observed. A second 26mm, non-abbott valve was implanted; cardiac massage was performed and the physician doesn't believe that the event was due to the abbott device. There was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.